Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent "malformation" was noticed. A carotid wallstent monorail 8.0-21 had been selected to treat an unspecified lesion. After opening the package, the stent appeared to contain a "malformation". The shaft of the device also appeared to contain an occlusion in the monorail port preventing the device from being able to be loaded on to an unspecified guide wire. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".